Event description:
It was reported that the vns patient passed away due to sudep. The physician indicated that vns did not cause nor suspected to have involvement in the cause of death. The physician did not have any further information regarding the patient's death. No additional relevant information has been received to date.

Event description:
An additional sudep evaluation was performed based on information from the national death index, and the death was determined to be probable sudep. The cause of death was other and unspecified convulsions.